Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: hardware analysis was completed on the returned tracker. The returned tracker would not track when connected to a known good system displaying red status only. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgical procedure. It was reported that while setting up for surgery, the non-invasive patient tracker (nipt) was initially being tracked on the system. As the site was setting up for the case, the tracker lost connection. The site troubleshooted by adjusting the emitter position, swapping to different known working ports on the electromagnetic navigation interface unit, and checking the tracking detail which showed that the nipt was not connected contrary to it being able to be tracked not long before. The site swapped to a different nipt, which resolved the issue. The most likely / suspected cause of the event was a tracker failing. This occurred preoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome. Additional information was received. The most likely / suspected cause of the event was a out-of-box failure for the nipt since a new patient tracker was successful.